Event description:
Ethicon-nslg2s35 tissue sealer malfunctioned and stopped operating during the course of the procedure. The device tip fell off after being removed from patient and no fragments remained in patient.